Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to boot and charge. The functional testing was unable to perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. Passed. The receiver download showed no evidence related to the complaint was found during the course of log review. Measure the speaker resistance. Speaker resistance is within specification. The reported event of no audio output was undetermined. The root cause could not be determined

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.